Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effect of hemorrhage is listed in the electronic perclose proglide instructions for use (eifu), as a possible adverse event of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect of hemorrhage is a known inherent risk of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique prior to an endovascular aneurysm repair (evar) interventional procedure with a 6f sheath. The sutures of two proglide devices were successfully placed. The sheath was upsized to a 12f sheath and the evar procedure was completed. The knots of the proglide sutures were advanced; however, due to extensive scar tissue, the access site continued to bleed. A cut down was performed and the access site was closed using manual suturing. Due to the surgical cut down, a clinically significant delay and blood loss was reported. No additional information was provided.